Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and technical support arranged shipment of replacement pump and confirmed shipping details.